Event description:
Revision of abgii stem due to fracture of ceramic head and subsequent damage to trunnion.

Manufacturer narrative:
An event regarding crack/fracture of a ceramic head and subsequent damage to the stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Revision of abgii stem due to fracture of ceramic head and subsequent damage to trunnion.